Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's mother reported via phone call that the customer experienced high blood glucose over 500 mg/dl and within a few minutes it dropped down to 86 mg/dl. The customer did not experience any symptoms and did not test positive for ketones. Mother stated that the tubing may have been bent. She stated that the customer's blood glucose has been dropping lower than the doctor wants so they made some adjustments to the basal rates. She also mentioned that the week before, the time had to be reset three timed because it would lag behind by two minutes. The morning of the call, they were unable to prime. The customer received multiple no delivery alarms and found the set was bent. Mother declined transfer for troubleshooting.